Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated and low blood glucose (bg) levels (values not provided). Reportedly, customer required assistance to treat bg level. No further information regarding the incidents was provided or obtained.